Event description:
The dr performed two "leep" procedures in 2000. This report is for the first procedure performed. See 1720159-2000-00040 for the second event. First event: the dr discovered, when finished, a burn area in the vagina where the bivalve speculum had been placed. The dr said it appeared to be pretty deep. Also, when the conmed pad was removed it seemed to take some skin with it. The pad was not saved. When the pt returned two days later, there was what seemed to be bleeding into the skin - bruise like, where the pad was placed.